Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3,h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, it is likely that the event may have occurred due to the fact that the during device handling by the user, video connector was corroded, which led to occurrence of the event. However, a definitive cause could not be determined. The user may detect the event by handling the device according to the following IFU. -inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the deflectable videoscope had a b30 scope communication error. The issue occurred during receipt inspection for an unspecified diagnostic procedure. There were no reports of patient harm associated with the event.